Event description:
It was reported that after an artificial urinary sphincter surgery, the patient was discharged with a urinary catheter in place. Three weeks later, the initial outpatient examination after discharge revealed right scrotal enlargement and redness. It was proven to be caused by the implanted artificial urinary sphincter. Though it was explained to the patient that emergency hospitalization and removal operation were necessary, it was said that the patient could not be hospitalized immediately, and patient was treated by oral antibiotic. Oral administration of antibiotics was ineffective, and an artificial sphincter was prolapsed from the skin of the right scrotum 18 days after detection of infection, and artificial sphincter removal was performed by emergency surgery. No further patient complications were reported.

Manufacturer narrative:
Date of event the exact date of the event is unknown.

Event description:
After artificial urinary sphincter surgery, the patient was discharged with a urinary catheter in place. Three weeks later, the initial outpatient examination after discharge revealed right scrotal enlargement and redness. It was proven to be caused by the implanted artificial urinary sphincter. Though it was explained to the patient that emergency hospitalization and removal operation were necessary, it was said that the patient could not be hospitalized immediately, and patient was treated by oral antibiotic. Oral administration of antibiotics was ineffective, and an artificial sphincter was prolapsed from the skin of the right scrotum 18 days after detection of infection, and artificial sphincter removal was performed by emergency surgery. No further patient complications were reported.

Manufacturer narrative:
B3. Date of event the exact date of the event is unknown. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.